Event description:
Procedure performed: laparoscopic gastric sleeve. Event description: rep was not present for the case. During the procedure the cannula broke in half while in the patient's abdomen. A scope was inside the cannula at the time. The cannula broke in the middle of the shaft, there was no particulation. The trocar had been inserted optically. The surgeon stated that they believe the patient's anatomy might have contributed to the incident. There was no patient injury. The case was completed with an [non-applied medical] trocar. Product is available for return. Intervention: the case was completed with an [non-applied medical] trocar. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic gastric sleeve. Event description: rep was not present for the case. During the procedure the cannula broke in half while in the patient's abdomen. A scope was inside the cannula at the time. The cannula broke in the middle of the shaft, there was no particulation. The trocar had been inserted optically. The surgeon stated that they believe the patient's anatomy might have contributed to the incident. There was no patient injury. The case was completed with an [non-applied medical] trocar. Product is available for return. Intervention: the case was completed with an [non-applied medical] trocar. Patient status: no patient injury.